Event description:
Patient has a double lumen PICC (peripherally inserted central catheter) with tpn and smoflipids (lipid injectable emulsion) running. While doing patient care noticed bedding was wet, assessed line and noted fluid leaking at the end of the hummi device. Paused fluids, clamped line, and under sterile procedure with the assistance of another nurse replaced hummi device and notified the nnp covering the patient. Broken hummi device was placed in a bio hazard bag and given to night shift manager. Removed, will send to manufacturer.